Event description:
According to the information received, this valve was explanted along with a sjm mitral valve (2648612-200100152) due to thrombus. Preoperatively, the patient presented with symptoms of light-headedness, dyspnea on exertion and was in congestive heart failure. The valve was replaced with sjm 21afhp-505. Additional information has been requested.